Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; due to a cut on the charged coupled device cable, image noise occurred and the image could not be displayed. Additionally, due to damage on the changed coupled device unit, the image disappeared during angulation in the "up/down" directions. The additional evaluation findings were as follows: due to damage on the light guide cover glass, water tightness was lost, due to damage on the charged coupled device unit, insulation resistance value did not meet standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, switch #1 had a scratch, the light guide cover glass had a scratch, due to damage on the control section, the angulation lever did not move smoothly, the video connector case had a scratch, the light guide connector had a scratch, the right/left lever had a scratch, the angulation lever had a scratch, the forceps elevator lever had a scratch, the up/down plate had a scratch, the grip had a scratch, and the control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope¿s video is distorted when the angle lever is lowered down. The issue was observed during an unknown therapeutic procedure which was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported distorted image upon angulation and image noise issues could not be determined, however, the issues were likely the result of a damaged image sensor unit due to repetitive use stress, user handling/mishandling, a faulty circuit board component and or external factors. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.